Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site inflammation and induration. On (B)(6) 2019, the patient experienced an abscess at the stoma site. On (B)(6) 2019, a nurse punctured the abscess. On unknown dates, the patient had a c-reactive protein (crp) and leukocyte test done, which were negative. On an unknown date, the patient had an ultrasound of the stoma site with unknown results. On an unknown date, the patient received unspecified antibiotics as treatment for the stoma site abscess.